Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced unexpected hyperglycemia while using the ilet with a g7 cgm and a 6 mm, 23" infusion set, with no leaks noted and no pump alarms indicating interrupted insulin delivery; the user did not confirm the cgm reading with a fingerstick and later returned to target range. Symptoms included elevated glucose. Outcomes included no medical intervention and no hospitalization. Investigation included user interview, case review, and troubleshooting education. Investigation of this case revealed no device alarms, no evidence of infusion set failure, and no identifiable device malfunction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.